Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the implant broke upon insertion. The broken pieces were removed and the procedure was completed. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however a like device catalog # 9393610, product code max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 9393610, 510k # k094025 was cleared in the united states.

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic examination confirms the implant is fractured into multiple pieces and broken. The multiple broken off portions of the implant are missing and not returned for analysis. Microscopic examination of inserter interface posterior nose identified crack emanating at centerline of the implant inserter interface, consistent with excessive force. Examination of the fracture at the inserter interface centerline reveals a fairly brittle fracture surface, with rays emanating outward, and no indication of fatigue. The location and nature of the fractures, in addition to the implant nose damage, suggest brittle overload during insertion as the mechanism of failure. The above observations are consistent with brittle overload as the mechanism of failure.